Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection and erosion. No further adverse patient effects where reported.